Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure performed in 2009. According to the complainant, after implanting the ultraflex tracheal stent and removing the delivery catheter, the physician noticed that the cover of the implanted stent was not long enough. The physician removed the stent shortly after implantation. Another stent was not placed. The stent cover was measured outside the patient. The stent normally has a 6.5cm cover; however, this cover was only 5.8cm. The cover was inspected and no wrinkles were noted. The procedure was rescheduled for the following day at which time another of the same device was successfully placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.